Event description:
Intraoperatively, the cardiac surgeon noted a loose fitting long blade morse retractor had a broken crank with a holding screw missing. Sterile and unsterile fields were searched. An x-ray was taken and the missing pin and screw were located posterior to the heart. These were retrieved by cardiac surgeon after undressing sternal wires to reach the heart. No extended hospitalization was required.